Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment, and it began to bleed and produce discharge. There was no alleged device malfunction contributing to the irritation. The patient's physician diagnosed the patient with contact dermatitis and advised the patient to use hydrocortisone cream and take claritin allergy medicine. It was also reported that the physician gave the patient permission to remove the device to allow the skin to heal. Follow up indicated that the patient's skin irritation improved upon following the physician's recommendations.